Event description:
It was reported that during a procedure, when after deploy of t1 of fast-fix t2 deploy prematurely. It is unknown how the procedure was completed and if there was a delay. There we no further complications reported.

Manufacturer narrative:
B5: updated. H10, h3, h6: two 72202468 fast-fix 360 curved needle delivery system devices used in treatment, were returned for evaluation. Two complaints were opened. Neither device was marked with which complaint it went to. The results will be shared with both. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and sutures were not returned for either device. The depth limiters were attached. Both needle delivery curves were somewhat flattened. Both overall needles were bent downward at the handles. Both devices still cycled and actuated as expected. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the devices was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, after deploying t1 of fast-fix t2 deploy prematurely. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.